Event description:
During an esophagogastroduodenoscopy, a rotating clip was advanced after being introduced into the gastroscope. The clip was bent and closed at time of advancement; therefore, it was not able to deploy and fix where it was intended.